Manufacturer narrative:
On march 17, 2026, the authorized service provider (asp) again evaluated the device and was unable to reproduce the alleged alarm. The asp was again able to confirm the previous occurrence of the alarm in the device's diagnostic report. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) as a preventative measure. Following the part replacement, the asp completed a compressive inspection, cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the sales rep of the device issue, and the device was collected for repair. At a repair center an authorized service provider (asp) evaluated the device. The asp was not able to reproduce the issue but checked the device's diagnostic report (drpt) and confirmed the previous occurrence of the backup alarm failed diagnostic code. The asp stated that the central processing unit (cpu) printed circuit board assembly (pcba) needed to be replaced to resolve the issue. The customer was provided with a quote for the repair of the device. This investigation is ongoing.